Event description:
It was reported that 17 days after a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one target lesion. The lesion was an 80% stenotic, mildly calcified, b1-type lesion in the native proximal left anterior descending artery. The lesion was 2.5mm in diameter and 15mm in length. The artery was mildly tortuous. The physician direct-stented the lesion with a taxus liberte 2.75 x 29mm stent at 14 atms. The stent was post dilated with a 3.00 x 9mm non-compliant balloon at 20 atms. The lesion had timi-3 flow with 0% residual stenosis. The patient was placed on aspirin and clopidogrel following the procedure. 17 days after the index procedure, prior to being discharged, the patient expired. The cause of death was indicated as ventricular fibrillation due to severe ischemic cardimpopathy. The patient was taking aspirin and clopidogrel at the time of the event. The relationship to the taxus kliberte stent was indicated as being unrelated to the event.